Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose was 414 mg/dl which was treated with the syringe. The customer¿s other blood glucose level was 315, 285, 282 mg/dl. The customer also reported that battery compartment was damaged. The device will be returned for the analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test.